Event description:
A report was received that the patient was experincing intermittent stimulation. The physician decided to open up the pocket site and check the connection between the lead and the ipg. The leads were loose in the ipg header so the physician tightened them. The physician believes that the leads were not tightened properly during the initial implant procedure. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial#: (B)(4), model description:artisan surgical lead with platnalock technology - 50cm.